Manufacturer narrative:
(B)(4).

Event description:
Day: (B)(6) 2019. Time: prior to 2:15 est. The user reported that some type of pop, flame, or ignition occurred as operator loosened dome handle on part # dr813-700p4, serial number (B)(4), before releasing pressure in the regulator. Unknown injury report. As of march 22, 2019 there has been no response to requests to a injury report.